Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint was received with returned of device. Failure event observed during analysis. Final analysis found that the lead was returned in two pieces. On the returned distal portion, an insulation abrasion which exposed the outer coil was noted at 10.9 cm to 12.0 cm from the distal tip. The abrasion was consistent with constant friction with another implantable device.

Event description:
This report is to advise of an event observed during analysis.